Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited non-sustained rv oversensing episodes during a slow vt was observed. Patient was asymptomatic. Programming change was made and resolved the issue. Patient is doing fine.